Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.1 did not open or close despite recovery attempts, reconnecting a disconnected wire did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the defective right rail on half-height drawer 7.1 had caused the failure to recover and prevented the drawer from staying on the rail. The field service engineer resolved the issue by replacing the position sensor, assisting the client with unloading medications, installing and configuring a new drawer, verifying functionality through hardware tests, and scheduling a follow-up visit to replace the damaged drawer frame after the original drawer fell during cabinet preparation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.1 did not open or close despite recovery attempts, reconnecting a disconnected wire did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.